Event description:
As reported, hemostasis was not achieved properly upon use of the 6/7f mynx grip vascular closure device (vcd); though the mynx device was stored, prepped and used in accordance with the instructions for use (IFU). Hemostasis was achieved via manual compression of about 20 minutes. There were no reports of patient injury. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The user was mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick was located at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2217904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, hemostasis was not achieved properly upon use of the 6/7f mynxgrip vascular closure device (vcd); though the mynx device was stored, prepped and used in accordance with the instructions for use (IFU). Hemostasis was achieved via manual compression of about 20 minutes. There were no reports of patient injury. There was pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The device was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The user was mynx certified. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. The stick was located at the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle, the syringe was connected to the device with the stopcock closed, and the advancer tube was observed on the catheter shaft. The sealant, sealant sleeve and procedure sheath were not returned with the device. The condition of the returned device indicates an incomplete removal of the device which may have contributed to the reported event. Per functional analysis, the shuttle was retracted to the black handle. The advancer tube was also proximally retracted and found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). A product history record (phr) review of lot f2217904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as incorrectly following the IFU, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.